Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was 203 mg/dl. Troubleshooting was provided for the blank display but display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. Device passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specific range. Device was monitored for several hours and no unexpected blank display anomaly noted during testing. (B)(4).